Manufacturer narrative:
No blank display noted during testing. Device received with button error alarm and had unresponsive bolus express, esc and act buttons due to corroded keypad traces. Unable to perform operating currents, self-test, a21 error test and displacement test or verify a21 alarm due to unresponsive button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had button error and insulin pump error. Customer¿s blood glucose level was 5.3 mmol/l. Customer stated that the buttons were not responding. Customer also reported that the insulin pump was died. Customer stated he moved the battery to stop it from alarming. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.